Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. On an unspecified date and time the pump was programmed to deliver lactated ringers. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the pump display indicated an unspecified "channel malfunction" and the delivery had stopped. No audible alarm tone was reported. The pump was removed from clinical service. The therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.